Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the permanent cautery hook instrument's wrist area was burning tissue. The hook energy was very weak at the tip. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery hook (pch) instrument was analyzed and found to have localized melting near the grip base. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument passed electrical continuity test but when placed in the system, the energy is dispersed at the yaw pulley and not fully gets to the hook. The instrument moved intuitively with full range of motion in all directions. The complaint was confirmed by failure analysis.